Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: when performing the cvc step in the right subclavian, it is observed that when the guide is removed it breaks. The device was completely removed from the patient. No surgical intervention was required.

Event description:
The customer reports: when performing the cvc step in the right subclavian, it is observed that when the guide is removed it breaks. The device was completely removed from the patient. No surgical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and listock for analysis. The guide wire contained obvious signs of use in the form of biological material. Visual analysis revealed that the guide wire was unraveled from the proximal end. Several kinks and bends were also observed across the guide wire body. The distal j-tip was deformed and contained slightly offset coils. Both the proximal and distal weld contained signs of necking, which is consistent with undue force being applied to the wire. The fractured surface of the core wire appeared tapered and discolored. The core wire length measured 599 mm, which is within the specifications of 596 mm-604 mm per the guide wire graphic. The guide wire outer diameter measured 0.79 mm, which is within the specifications of .788 mm-.826 mm per the guide wire graphic. A manual tug test confirmed that the distal weld was fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the proximal end. The guide wire met all relevant dimensional and additional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bd en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur of a force greater than the design specification is applied during removal. Based on the circumstances and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.